Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and a diabetic coma.

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's grandmother stated that the patient fell into a diabetic coma when his blood glucose (bg) went over 1700mg/dl. Patient was taken to the hospital. Patient's grandmother stated that the continuous glucose monitor (cgm) did not malfunction and the alert was heard. Patient's grandmother stated that the patient possibly ignored the alert. Patient was prescribed metoprolol 25mg and vitron-c high potency iron supplement. Additionally, patient's grandmother reported that the hospital staff removed and disposed of the sensor and transmitter when the patient was admitted. At the time of contact, the patient was stable. No additional event or patient information was provided.